Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) confirmed the eye tracker illumination message when the illumination is engaged. The tm replaced the magnetic read switch and completed a successful system verification to specifications. The log file review for the day of this event, showed all cases completed without interruptions once the ablation started. System voltage and energy were within specification for all cases. A review of the complaint database for the 3 months prior to the date of this event showed no other complaints of this nature for this system. Conclusion: based on the results of the investigation, the root cause was component wear related, specifically the magnetic read switch on the tracker. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: not able to track. A system operator reports receiving eye tracker error messages and they had to swing the ir suspension pod out and back into track. They were able to complete surgeries. Follow up with the ophthalmic tech stated, on authority from the surgeon, that the surgeon does not have any concerns of harm or injury due to the reported event. She did not remember how many times the message came up, but she did remember that the surgeon had to put the flap down while attempting to re-engage the tracker by moving it out and then back in on more than one case that day. The ophthalmic tech stated that once the treatment started, the message was observed and the ablations were not interrupted.